Event description:
It was reported that the system displayed an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The contacts on the c-arm signal line and all pcbs were reseated. The tube high pressure cable connection was tightened. The system was tested and found to be working as intended and returned to service.